Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results generated by the unicel dxi 800 access immunoassay system for three patients. Customer tested 3 patient samples for accutni and obtained results of 0.58, 0.57 and 0.68 ng/ml. The erroneous results were reported outside of the laboratory. These samples were then repeated on a different instrument upon which the results were 0.12, 0.06 and 0.22 ng/ml. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Samples were collected in plasma tubes with gel separator, qc was within the customer's specifications. The system check performed on (B)(4) 2009 passed specifications. Per customer update on (B)(4) 2009, they did not have issues with other assays or results. A field service engineer (fse) was on site (B)(4) 2009: fse found the sample probe was dirty and replaced it. Fse replaced the aspirate probes and educated the customer on the correct routing of the tubing. Fse replaced the luminometer and performed alignments. All hardware verification testing passed within specifications. There have not been any reoccurrences since service has been on site. Although, hardware issues were addressed by the fse, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report. (B)(4).